Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection, microscopic analysis and wire insertion test were completed. Examination of the distal extrusion identified that a break occurred in the inner wire lumen at the proximal end of the tip section of the device. The break was inside the balloon. An examination of the break site identified that the inner was stretched down. This type of damage is consistent with excessive force having been applied to the lumen. Further examination identified bunching 5.3cm from the distal tip. An examination of the markerbands identified that due to the inner lumen being stretched and broken, the proximal markerband is positioned towards the center of the balloon and the distal markerband was free moving along the inner lumen at the site of the break. No damage was observed to the actual markerbands. An attempt was made to load a 0.0140-inch guidewire through the device however due to the distal inner wire lumen being detached and stretched it was not possible. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 28nov2024. The severely stenosed target lesion was located in a calcified proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, after the cutting balloon protective sleeve was removed, the guide wire could not cross the balloon tip for several attempts and the guide wire cavity could not deliver the device. The procedure completed with another of same device. No complications were reported and patient condition following procedure was stable. However, device analysis revealed that the inner wire lumen breaks at the proximal end of the tip section of the device.